Event description:
It was reported that an alert was displayed that there was possible output circuit damage to the ICD during shock attempts. Insulation damage was observed during the replacement procedure. The lead was capped.

Manufacturer narrative:
Na